Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment using gore® dryseal flex introducer sheath for descending thoracic aortic aneurysm. Dsf2233 was inserted with the left common femoral artery approach, but it was caught in the stenosis of the external iliac artery and was not able to be advanced. When dsf2233 was pulled in order to change to the right common femoral artery approach, an access vessel injury occurred and the patient went into shock. The sheath was replaced with dsf1833, and gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn) was deployed from the left common iliac artery to the external iliac artery. The left internal iliac artery was covered intentionally but unplanned. A blood transfusion was performed, and vitals were recovered. For the right common femoral artery approach, an attempt was made to insert only the dilator of dsf2233, but there was significant resistance. It was decided to perform endo-conduit from the left side. The viabahn placed in the left iliac artery was dilated with a balloon catheter and the dsf1833 was replaced with dsf2233 and inserted. It was reported that during this portion of the procedure, the viabahn device may have been pushed forward by the dsf2233 (1670-g: repositioned device after deployment was initiated), which resulted in a second access vessel injury occurring at the distal edge of the viabahn (2203-a: other). Two additional viabahn were deployed and vitals recovered. The cfa approach was abandoned, the approach was changed again to the abdominal aorta. Tevar was completed without endoleak. Reportedly, the abdominal aorta was replaced. The physician stated as follows: the possibility of access injury was recognized. The plan was a right cfa approach, but a left approach was chosen because severe stenosis was also observed at the right cia origin.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.